Event description:
First pen came out with a bent needle [needle issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of needle issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-apr-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3mg via intramuscular route (ndc: 0115-1694-49, lot no: g221106x, and expiry date: jul-2024) (frequency and therapy dates were not reported) for bee sting. Concurrent condition included bee sting. Concomitant medications, medical history, history of procedures, allergies, smoking, alcohol consumption, and recreational drug use were not reported. Laboratory test included blood pressure. It was reported that, the patient had a bee sting and almost did not survive it. His blood pressure was 70/34. The first pen came out with a bent needle. The second one worked. Hence, the patient requested for a replacement. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event was unknown. The reporter assessed the causality of needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 10-may-2024. New information received includes qa investigation report, attached with this case. On 29-apr-2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g221106x, the first pen came out with a bent needle. The investigation complaint sub-type based on the complaint information was determined to be for bent needle. The cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging of the device at phillips. An investigation was performed by phillips for the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g221106x for the past 24 months. There have been ten (10) other, similar complaints reported in the complaint category bent needle in the past 24 months. None of the 10 similar complaints were attributable to the manufacturing process. Based on the retain review and testing, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure modes are captured within the current assembly process. The complaint sample was not returned for evaluation as such could not be confirmed. The reporter provided two (2) photos of complaint sample (B)(4). Top photo: in the photo was an image of one (1) fired amneal 0.3mg epinephrine auto-injector. The auto-injector needle in the photo was grossly bent. The needle appeared to project from the red nose cap at a 45 degree angle then was bent at a 90 degree angle. A partial image of one (1) blue safety cap and partial image of one (1) carton. Bottom photo: in the photo were images of two (2) fired amneal 0.3mg epinephrine auto-injector. An image of one (1) blue safety cap and one (1) amneal 0.3 mg epinephrine auto-injector 2-pack carton. Amneal 0.3 mg epinephrine auto-injector #1 the device label was visible, and the lot was identified as g221106x, exp: jul-2024. The device was un-cased and had been fired. Evidence of the device being fired was the exposed needle protruding from the red nose cap. In addition, the yellow stop collar was present in the viewing window confirming the cartridge had advanced forward. The needle in the photo was grossly bent. The needle appeared to project from the red nose cap at a 45 degree angle then was bent at a 90 degree angle. There were no blue caps (safety cap and sheath remover) affixed to the device. Amneal 0.3 mg epinephrine auto-injector #2 the device label was visible, and the lot was identified as g221106x, exp: jul-2024. The device in the 2-pack carton and was inside a case bottom, only the firing end of the device was exposed. Evidence of the device being fired was no visible spring release tines on the firing bushing. There was no blue cap (safety cap) affixed to the device. Based on the photos the reported complaint of the first pen came out with a bent needle was confirmed as there was one auto-injector in the photo with a grossly bent needle. It appears that the needle was bent post injection however the photos provided no conclusive evidence on how the needle became grossly bent after use. Controls are in-place to assure needles do not exceed an angle of 2 degrees from straight. The device is designed such that the needle remains unexposed (within the nose cap) until after administration of the dose. Post-administration, the needle protrudes from the red nose cap when removed from the patient¿s thigh. If not removed from the thigh properly (pulled straight out), then there is a potential for the needle to bend. The approved instructions for use state, place the red tip against the middle of the outer thigh (upper leg) at a 90-degree angle (perpendicular) to the thigh. Press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine. Only inject into the middle of outer thigh. Do not inject into any other part of the body. Remove epinephrine injection from the thigh. As part of post marketing requirements (pmr-3479-1), a total of 325 devices were tested during dose reliability testing for pmr 3479-01. Bent needles were not seen when the insertion and removal angles were kept the same. Needle angles were primarily influenced by rotation of an activated device prior to removal. This finding indicates that the most likely causal factor for reported bent needle complaints is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g221106x for the complaint category bent needle, confirmed that the autoinjectors were manufactured in accordance with approved batch records and met specification for release. The evaluation of the retain samples conformed and met specification. The complaint sample was not returned for evaluation. Based on the photos the reported complaint was confirmed as there was one auto-injector in the photo with a grossly bent needle. It appears that the needle was bent post injection however the photos provided no conclusive evidence on how the needle became grossly bent after use. This finding indicates that the most likely causal factor for reported bent needle complaint is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. There were no issues related to the manufacturing or assembly process that were determined to be attributed to the reported complaint. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event was unknown. The reporter assessed the causality of needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. Follow up (#2) information received on 19-jun-2024. Additional follow-up (#3) was received on 28-jun-2024 which includes amended investigation report. Three additional photos were provided by the reporter. Photo 1: in the photo is a amneal epinephrine auto-injector 0.3 mg carton. The carton is closed. There is a pharmacy label on the carton from 10 minute pharmacy, with the name edith sager. Photo 2: in the photo was a epinephrine auto-injector carton with a 0.3 mg auto-injector partially sticking out of the carton. Evidence of the device being fired was the exposed needle protruding from the red nose cap. In addition, the yellow stop collar was present in the viewing window confirming the cartridge had advanced forward. The needle in the photo was grossly bent. The needle appeared to project from the red nose cap at a 45 degree angle then was bent at a 90 degree angle. Photo 3: in the photo was a epinephrine auto-injector carton with a 0.3 m auto-injector partially sticking out of the carton. Evidence of the device being fired was the exposed needle protruding from the red nose cap. In addition, the yellow stop collar was present in the viewing window confirming the cartridge had advanced forward. The needle in the photo was grossly bent. The needle appeared to project from the red nose cap at a 45 degree angle then was bent at a 90 degree angle. Follow up information was received from the patient¿s wife who was an ER nurse via an email. New information included, additional reporter, patient details (initial, age, height, current condition), product details (start date, indication) and event detail (event onset) were added and narrative updated. On (B)(6) 2024, the patient was being treated with epinephrine auto-injector 0.3mg via intramuscular route for bee sting and anaphylactic reaction. Current condition included anaphylactic reaction. On 07-apr-2023, they purchased this medication from the pharmacy. Auto-injector was stored in drawer for one year in its carrying case. On (B)(6) 2024, when administering epipen to the patient during anaphylactic reaction, they first pulled cap of the auto-injector then they pulled safety cap, at that time nose cap of autoinjector was visible but when the nose cap was placed on the outer thigh of the patient, the needle was bent opened, epipen was shooting out the side of the pen at injection site. It did not inject into patient as the medication shot out on to the surface of the skin. They used second pen, it worked fine. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event was unknown. The reporter assessed the causality of needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
First pen came out with a bent needle [needle issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of needle issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-apr-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3mg via intramuscular route (ndc: 0115-1694-49, lot no: g221106x, and expiry date: jul-2024) (frequency and therapy dates were not reported) for bee sting. Concurrent condition included bee sting. Concomitant medications, medical history, history of procedures, allergies, smoking, alcohol consumption, and recreational drug use were not reported. Laboratory test included blood pressure. It was reported that, the patient had a bee sting and almost did not survive it. His blood pressure was 70/34. The first pen came out with a bent needle. The second one worked. Hence, the patient requested for a replacement. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event was unknown. The reporter assessed the causality of needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 10-may-2024. New information received includes qa investigation report, attached with this case. On 29-apr-2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g221106x, the first pen came out with a bent needle. The investigation complaint sub-type based on the complaint information was determined to be for bent needle. The cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging of the device at phillips. An investigation was performed by phillips for the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_2024_1738 and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g221106x for the past 24 months. There have been ten (10) other, similar complaints reported in the complaint category bent needle in the past 24 months. None of the 10 similar complaints were attributable to the manufacturing process. Based on the retain review and testing, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure modes are captured within the current assembly process. The complaint sample was not returned for evaluation as such could not be confirmed. The reporter provided two (2) photos of complaint sample g221106x. Top photo: in the photo was an image of one (1) fired amneal 0.3mg epinephrine auto-injector. The auto-injector needle in the photo was grossly bent. The needle appeared to project from the red nose cap at a 45 degree angle then was bent at a 90 degree angle. A partial image of one (1) blue safety cap and partial image of one (1) carton. Bottom photo: in the photo were images of two (2) fired amneal 0.3mg epinephrine auto-injector. An image of one (1) blue safety cap and one (1) amneal 0.3 mg epinephrine auto-injector 2-pack carton. Amneal 0.3 mg epinephrine auto-injector #1 the device label was visible, and the lot was identified as g221106x, exp: jul-2024. The device was un-cased and had been fired. Evidence of the device being fired was the exposed needle protruding from the red nose cap. In addition, the yellow stop collar was present in the viewing window confirming the cartridge had advanced forward. The needle in the photo was grossly bent. The needle appeared to project from the red nose cap at a 45 degree angle then was bent at a 90 degree angle. There were no blue caps (safety cap and sheath remover) affixed to the device. Amneal 0.3 mg epinephrine auto-injector #2 the device label was visible, and the lot was identified as g221106x, exp: jul-2024. The device in the 2-pack carton and was inside a case bottom, only the firing end of the device was exposed. Evidence of the device being fired was no visible spring release tines on the firing bushing. There was no blue cap (safety cap) affixed to the device. Based on the photos the reported complaint of the first pen came out with a bent needle was confirmed as there was one auto-injector in the photo with a grossly bent needle. It appears that the needle was bent post injection however the photos provided no conclusive evidence on how the needle became grossly bent after use. Controls are in-place to assure needles do not exceed an angle of 2 degrees from straight. The device is designed such that the needle remains unexposed (within the nose cap) until after administration of the dose. Post-administration, the needle protrudes from the red nose cap when removed from the patient¿s thigh. If not removed from the thigh properly (pulled straight out), then there is a potential for the needle to bend. The approved instructions for use state, place the red tip against the middle of the outer thigh (upper leg) at a 90-degree angle (perpendicular) to the thigh. Press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine. Only inject into the middle of outer thigh. Do not inject into any other part of the body. Remove epinephrine injection from the thigh. As part of post marketing requirements (pmr-3479-1), a total of 325 devices were tested during dose reliability testing for pmr 3479-01. Bent needles were not seen when the insertion and removal angles were kept the same. Needle angles were primarily influenced by rotation of an activated device prior to removal. This finding indicates that the most likely causal factor for reported bent needle complaints is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g221106x for the complaint category bent needle, confirmed that the autoinjectors were manufactured in accordance with approved batch records and met specification for release. The evaluation of the retain samples conformed and met specification. The complaint sample was not returned for evaluation. Based on the photos the reported complaint was confirmed as there was one auto-injector in the photo with a grossly bent needle. It appears that the needle was bent post injection however the photos provided no conclusive evidence on how the needle became grossly bent after use. This finding indicates that the most likely causal factor for reported bent needle complaint is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. There were no issues related to the manufacturing or assembly process that were determined to be attributed to the reported complaint. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event was unknown. The reporter assessed the causality of needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.